Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100a ventilator had an issue while connected to a patient. The customer confirmed that the there was no patient harm associated with the reported event.